Manufacturer narrative:
Upon further investigation, the customer reported that the unit constantly alarms with no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The customer, upon a follow-up, reported that the cpu and motor controller board were replaced to address the reported issue. The unit was returned to use.

Manufacturer narrative:
Date of report: 07sep2021.

Event description:
It was reported that the ventilator had a power failure alarm. There was no patient involvement. The customer was provided with part number for the central processing unit (cpu) to resolve the issue. Further information is pending.